Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (idvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a complete heart block requiring surgical intervention and prolonged hospitalization. A complete av block (third-degree heart block) was discovered while finishing up the ablation for an idvt-left procedure. The av block was discovered and confirmed due to the intracardiac signals displaying the sinus rate as being much faster than the ventricular rate. The "a was not going to the v." The medical intervention provided was a temporary pacemaker. They were unsure if any other medical intervention had been provided. The patient was reported to be in stable condition. The procedure was able to be completed. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. A temporary pacemaker was implanted and a permanent pacemaker (ppm) was implanted the following day. The outcome of the adverse event was unchanged. The patient stayed an additional day at the hospital for the ppm implantation. The generator used was a smartablate system rf generator.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 14-sep-2022, it was noted that the physician's contact information was inadvertently omitted on the 3500a initial report. Therefore, e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional, and e3. Initial reporter occupation were updated on this report.